Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that there was a failed delivery. The device was subsequently removed. The patient did not exhibit any signs or symptoms associated with the event.

Manufacturer narrative:
No product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy and aortic arch calcification preventing successful delivery of impella. Device (sn: (B)(6)) passed all post sterile inspection checks. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.